Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display had a discolored contrast and the battery compartment was cracked. The pump¿s vibration feature did not work. The vibration motor pins had an intermittent connection when the pump cover was removed; once adjusted, the vibration returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored, the battery compartment was cracked and the pump's vibration did not work. This report is made based on results of investigation completed on (B)(6) 2015.